Event description:
The complainant alleged that during a routine shift check by a clinician, the device intermittently would lose it's display and it's 3-lead ECG signal. The complainant indicated that there was no pt involvement in the reported malfunction.